Event description:
The customer reported that they had a "speaker malfunction" inop displayed. The customer could not confirm if there was still sound coming from the device. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported that they had a "speaker malfunction" inop displayed. The customer could not confirm if there was still sound coming from the device. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.